Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test several times. The blood glucose reading was unknown. The customer's mother stated that neither the customer nor the insulin pump were available for troubleshooting. She was advised to monitor the device and informed that a replacement battery cap would be sent. Nothing further reported.